Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage and resistance with the guiding catheter were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling. Unique device identifier (UDI): ((B)(4).

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was treat a de novo lesion with heavy tortuosity and heavy calcification in the left main artery. There was no predilatation performed on the lesion. The xience alpine was advanced, but could not cross the lesion due to resistance with the anatomy, due to a severe bend and heavy calcification in the artery. During withdrawal of the device, there was some resistance with the guiding catheter. Outside the patients anatomy, the stent struts were noted to be flared. Another non-abbott device attempted advance, but could not cross the lesion due to the anatomy as well, and the procedure ended. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.